Event description:
It was reported that a patient presented to clinic. Review of the high ventricular rate egms revealed noise on the right ventricular lead. The noise was reproducible via isometrics. Patient experienced lightheadedness upon bending. No other electrical anomalies were noted. The lead was explanted and replaced. The patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
A partial lead distal portion was returned for analysis in one piece measuring 48.4 cm. External insulation abrasion was noted at 38.3 cm to 38.4 cm from the distal tip consistent with lead friction to device can. Other damage found was sustained during the surgical procedure. The portion of the lead returned was otherwise normal.